Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has alarmed motor error two times in the last 24 hours. Customer stated that he is experiencing high blood glucose of 445 mg/dl. The motor error occurred during insulin bolus delivery. Customer does not use the sensor feature and is able to rewind the insulin pump. Nothing further reported.